Event description:
It was reported that the pt's catheter moved two weeks post implant; she had to have a revision done to correct the issue. It was noted that the pt played volleyball in the water with seniors. The medication being delivered via the device system was not reported. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
Catheter.